Event description:
On (B)(6) 2013, the lay user/patient's mother contacted lifescan (lfs) alleging that her son's onetouch ping meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the reporter on 04/19/2013 and obtained the following information. The reporter claimed the alleged issue began on (B)(6) 2013 at approximately 9pm. The patient tested on the subject meter before going to bed and observed a value in the "300 -400" range, she could not recall exactly. The patient tests his blood glucose several times per day and manages his diabetes with novolog insulin through pump therapy and based on the result he bolused his insulin by an unknown amount and went to bed. Approximately 2 hours later the patient woke with symptoms of "sweating, shaking couldn't see and or walk." He reportedly self-treated his symptoms by eating a fruit roll up which he keeps nearby, felt better shortly afterwards and went back to sleep. The reporter claimed this continued the next day; he would test, receive a higher than normal reading, bolus and crash. No other blood glucose values were recalled for that day. On (B)(6) 2013 at 11:30am, the patient tested on the subject device and observed a value of "308mg/dl" and complained of "feeling low." The reporter then took out his back up meter (onetouch ultra) and tested him and obtained a value of "44mg/dl" within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=30% and/ or <=30 mg/dl. The patient self treated with food/drink. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the test strips were unexpired and stored correctly; a control solution test was not performed because the patient's control solution was expired. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient reportedly obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were found to have control results outside the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 4/22/2013, test strips- 4/22/2013. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.